Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter, leading to the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. A new charging cable and wall adapter was sent to the customer, and the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. Reportedly, the customer continued to use the pump for insulin therapy.